Event description:
The patient stated that she was experiencing high blood glucose levels and no delivery alarms. The patient also stated that she went to the hospital with diabetic ketoacidosis because the infusion set was not adhering, and fell off. Offered to troubleshoot, but the patient only wanted assistance filling a new reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.